Event description:
It was reported that during power up, the cardiosave intra-aortic balloon pump (iabp) generated a power-up test fails code #14. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to duplicate the customer's reported issue. However, when the iabp unit was restarted, the error was no longer generated. As per the service manual, the scroll compressor and drive manifold were replaced. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during power up, the cardiosave intra-aortic balloon pump (iabp) generated a power-up test fails code #14. There was no patient involved and no adverse event was reported.